Event description:
Customer reported intermittent problem with c-arm vertical column not going down. No pt injury.

Manufacturer narrative:
Gehc surgery personnel ordered power supply (ps-3). Removed and replaced power supply, tested column movement up and down with no problems. System functions as intended.